Manufacturer narrative:
Nurse call configuration.

Event description:
It was reported by service report that the nurse call configuration was incorrect. No patient involvement or adverse consequences are reported.